Event description:
It was reported that the user applied a new dexcom g7 sensor that provided glucose readings in the dexcom app but did not connect to the ilet pump because the sensor pairing code had not been entered into the pump; the user was guided to enter the correct sensor code and informed of the sensor pairing period. Symptoms included no pump-displayed glucose data. Outcomes included temporary loss of cgm data to the pump with user education provided and normal function expected after proper pairing. Investigation included complaint intake review and troubleshooting with user education on correct sensor pairing workflow. Investigation of this case revealed user error related to failure to enter the dexcom g7 sensor code into the pump prior to use, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.